Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant procedure, the device was already placed inside the patient and a test was performed. It was noticed that the pump is not completely filled, and it remains dimpled. The physician decided to remove the ipp and implant a new one to complete the procedure. No patient complications were reported.

Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant procedure, the device was already placed inside the patient and a test was performed. It was noticed that the pump is not completely filled, and it remains dimpled. The physician decided to remove the ipp and implant a new one to complete the procedure. No patient complications were reported.

Manufacturer narrative:
B2: outcomes related to adverse event: updated.